Event description:
Boston scientific received information that this product was part of a system revision due to infection. Additional information received from the field representative that the patient was septic and the origin of the infection was unknown. There were no additional adverse effects reported. The product was explanted.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.